Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed, and no issue was detected with the luer locks. A flow test using gravity was performed, and the solution was found to flow correctly through the tubing. Under water leak testing was performed, and no leak was detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chemotherapy set leaked at one of the luer locks. The leak was identified during priming. There was no patient involvement. No additional information is available.